Manufacturer narrative:
Summary to clarify that the auto mode feature was not active during the incident.

Event description:
It was reported that they experienced hyperglycemia. Customer's blood glucose value was 33 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as headache. Auto mode feature was not active at the time of high blood glucose event. Customer¿s other relevant blood glucose level was 11.2 mmol/l, 31.0 mmol/l, 33.3 mmol/l, 32.6 mmol/l and 32.4 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. Customer's blood glucose value was 33 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as headache. Customer stated that the auto mode feature was active and automatically adjusting insulin at time of high blood glucose level. Customer¿s other relevant blood glucose level was 11.2 mmol/l, 31.0 mmol/l, 33.3 mmol/l, 32.6 mmol/l and 32.4 mmol/l. The insulin pump will not be returned for analysis.